Event description:
The affiliate stated the customer reported low red blood cell (rbc) and platelet results on 6c cell control involving the unicel dxh 800 coulter cellular analysis system. The customer stated patient results were not impacted; no erroneous results were reported out of the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed check valve cv150 was not closing properly causing backflow in the sweep flow supply line during system idle. The fse replaced check valve cv150 and resolved the reported issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to check valve cv150.